Event description:
The field engineer reported that the left monitor was intermittently going black causing a loss of the live image. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The video cable was replaced. The system was then found to be operating as intended.